Manufacturer narrative:
(B)(4). A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that "it has weird crystals on the inside of the sterile packaging." Verbatim: "it has weird crystals on the inside of the sterile packaging."

Manufacturer narrative:
Photos and a sample were provided for evaluation. Visual examination of the photos and sample show a leak from the surgirinse saline bottle which cause a crystallization around the iodine bottle solution appearing to be foreign matter. This verified the reported issue of leakage. This investigation summary concludes the manufacturing processes of bfs, product packaging, sterilization, final product release, and the product (bottle and packaging) design specifications did not contribute to these complaints. Root cause related to the areas investigated was not determined. Based on the photo provided and returned sample analysis, the surgirinse(saline) solution was identified in a leak and caused a "crystallization". And the probable cause for leakage was determined to be handling of the product during shipping and transportation. A review of production, inspection and test records of blow-flow-seal process was performed for this complaint batch reported and there were no assignable cause(s) from the bfs manufacturing process, since all the records met the defined control parameters. Pci¿s (a component supplier) incoming inspection (prior to final packaging of the surgiphor and surgirinse bottles) reports associated with this complaint batch has been verified and found no damaged bottles were reported and el paso¿s final inspection report pertaining to this complaint batch has been verified and found no bottle integrity test failure or visual bottle leak. No further actions are required. This failure will continue to be tracked and trended.

Event description:
It was reported that "it has weird crystals on the inside of the sterile packaging." "It has weird crystals on the inside of the sterile packaging."